Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of premature deployment in the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip could attach to a tissue, as it had prematurely deployed. The procedure was completed with the same resolution 360 clip device. There were no patient complications reported as a result of this event.